Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the peroneal artery with heavy calcification and 85% stenosis. The 2.5x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter ruptured during the first inflation to 12 atmospheres. There were no adverse patient effects and there was no clinically significant delay in the procedure. An armada 14 was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy during advancement such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.